Event description:
It was reported that the placement of the endocpb system catheters was uneventful. There were no difficulties encountered during cardiopulmonary bypass, and endoaortic clamp function was described as perfect, without any balloon migration. Right radial and left femoral material lines showed equal pressures. The CABG procedure was completed uneventfully. Post-op the pt failed to awaken. There was right foot mottling and subsequently left foot mottling, that suggested to the clinicians the possibility of arterial embolic disease. A CT exam of the brain showed bilateral, small, scattered lesions that were felt to be consistent with cholesterol embolization. Life support measures were withdrawn in accordance with the pt's prior directive. The pt had no prior history of peripheral vascular disease. A preoperative carotid assessment was normal as was a screening transesophageal echocardiographic examination performed in the operating room. A diagnosis of old arterial subendocardial infarction was made preoperatively. The attending surgeon's opinion is that the pt's stroke resulted from the breaking off of an aortic atheroma with consequent cholesterol embolization.